Manufacturer narrative:
(B)(4). Concomitant medical products: dilatation catheter: pantera reo 3.0x12, guide catheter: radiguide, stent: xience alpine 3.0 x 28 mm. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion located in the proximal left anterior descending (lad) artery. Post-dilatation with a non-abbott balloon dilatation catheter (bdc) was performed after a xience alpine drug eluting stent (des) was implanted at the lesion site. When the versaturn guide wire (gw) was retracted during removal, resistance was felt between the gw and the stent implant. The gw was removed under torque without being damaged. It was stated that the method applied in shaping the gw tip with the insertion tool may have compromised the tip. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual and dimensional inspections were performed on the returned device. The difficulty removing the guide wire could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation determined the reported difficulties appear to be related to circumstances of the procedure.